Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a radical nephrectomy procedure, when removing the camera from the port, the inner black rubber piece came out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results of the 2b12xt found that the device was received with the duckbill out of position and inside a sample bag. One potential cause for the damage found may be the snagging of an instrument during insertion. No incident related to the reported event was observed during the batch record review.